Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up, an alert two months prior for a long charge time was displayed on the programmer. The device was under advisory for the long charge time. Replacing the device was recommended. No further information is available.

Manufacturer narrative:
Correction: this MDR is to address the device explant. The device was explanted for unrelated reason.(B)(4) has been updated. UDI and PMA/510(k) # were missing.

Event description:
New information noted that the device was explanted and replaced on (B)(6)2017 for an unrelated reason. The patient had no complications before, during, and after the procedure.